Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2009, inratio: 3.9, lab: 2.4.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009, inratio: 3.9, lab: 2.4, mean: 3.15, confidence limits: 1.9-4.6. Per tsr, time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. As of today, no product is expected to return. No further investigation will be required. Meter and strips were not expected to be returned. Patient information was not known. As of this date, no additional comparison test data was received. Further testing is not required at this time. Trend analysis is not required - no strip lot information was provided. No corrective action required at this time as no product deficiency was established.